Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the main power cable had a short which caused the circuit breaker to trip and shut down the system. There is no report of injury or death associated with the event described in this complaint.